Manufacturer narrative:
Sample collection information was not provided by the customer. The customer centrifuges samples for 15 minutes at 3000g at room temperature. Per the customer supplied qc charts, the hbsag qc has been within the customer's established ranges. Per the customer supplied documentation, a routine system check performed on (B)(6) 2011 passed within instrument specifications. Bec customer product line support (cpls) testing of the patient's sample produced a (B)(6) result for the hbsag assay. A root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a reproducible (B)(6) hepatitis b surface antigen (hbsag) for one (1) patient that was generated by an access immunoassay analyzer, used in conjunction with access hbsag reagent (lot 092331). The (B)(6) result was discordant with the "(B)(6)" result generated by an alternate methodology. The (B)(6) result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.